Event description:
Zoll pads were placed on pt who required defibrillation at 9:50 am during a code situation in ICU. The monitor was charged to 360, pt was shocked, and the front zoll pad lit up. Smelled burnt flesh, and loud popping sound heard. Pads were replaced and continued with code without further incident.